Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's stimulator was explanted on (B)(6) 2011. The pt wanted the stimulator removed because she was diagnosed with breast cancer and could not have an MRI with the system. There was no pt injury reported. The pt recovered without sequelae.